Event description:
A falsely elevated troponin I result of 1.00 ng/ml was obtained on pt 1. The results were reported to the physician who questioned the results. The samples were retested and results of 0.03, 0.01, 0.01 and 0.00 ng/ml were obtained on pt 1. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was an inadequate wash due to a clogged probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash due to a clogged probe. A dade behring field svc rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 1.19 ng/ml was obtained on pt 2. The results were reported to the physician who questioned the results. The samples were retested and results of 0.02, 0.01, 0.00 and 0.00 ng/ml were obtained on pt 2. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was an inadequate wash due to a clogged probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash due to a clogged probe. A dade behring field svc rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.